Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified one curved opening and creases. Leak test and microscopic analysis were performed which identified: one curved striated opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was one curved striated opening assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.